Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for a knee revision has been reported with potential removal of depuy components. On (B)(6) 2024, the patient underwent a left knee revision of a total knee arthroplasty that occurred 1 year prior. Radiographs had revealed slow progression of varus deformity of the knee. Intraoperatively, she was found to have varus and flexion joint laxity. The tibial poly had a ¿little bit of third debris pitting posteromedially¿ that was removed. The cementless femoral component was tested and noted to be well fixed but had subsided medially. However, the surgeon later states there was ¿maybe a hint of ingrowth on the femoral component laterally but none medially.¿

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6 no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.